Event description:
It was reported that during a coronary artery drug-eluting stenting procedure the stent was damaged. The lesion was located in the 90% stenosed, moderately calcified left anterior descending (lad). An attempt was made to cross the lesion with a 3.5x20mm taxus liberte drug-eluting stent with no predilation; however it could not cross the lesion. Upon withdrawal of the delivery system, it was found that the stent was damaged. The procedure was completed with predilation and placement of another of the same device. There were no patient complications and the patient was reported to be "stable" post procedure.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were flared. This type of damage is consistent with the device encountering some form of restriction during the insertion of the device. No kinks or damage was found on the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of this event is operational context.